Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the case, the surgeon was attempting to ligate the cystic artery and the er320 clip applier malfunctioned. He stated that the clip applier jaws would not close completely and the device began "splitting clips". Another device was used to complete the case. There was an extended operating room time of 3 minutes.